Event description:
It was reported that revision surgery was performed due to increasing pain, dislocation, elevated metal ion levels and malaligned devices. The devices were implanted in 2007. The femoral stem remains implanted. It was reported that the surgeon does not fault the devices.